Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the console cable assembly. Replaced the console cable assembly. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the apix table will not move. The hand/console receptacles are damaged and the console cable connector end is bent. No report of pt injury.